Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous posterior fusion at th9-l3 due to compression fracture at th12 and l1. Intra-op, the inserter could not firmly grip the rod during percutaneous insertion. The inserter was then removed and its tension was re-tightened strongly. The surgeon then inserted the rod by holding the rod with one hand; and completed the insertion successfully. There were no patient symptoms or complications as a result of this event.